Manufacturer narrative:
Other applicable components are: product ID 3887-28, lot# l82022, implanted: (B)(6) 2000, product type: lead.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable neurostimulator (ins) for complex regional pain syndrome type I. It was reported the patient only had the ins implanted. The healthcare provider did not have any further information regarding the reason the leads were removed. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.